Event description:
As reported in (B)(4), the tip of the vascular catheter broke off in the patient's vasculature. The tip was successfully retrieved and no injury occurred. The report stated that after the balloon was inflated, the "surgeon pulled catheter back, tip broke off in vessel." Additional procedural details were provided during follow-up with the customer. The procedure involved left iliofemoral and profunda endarterectomy and patch angioplasty with bovine pericardial patch; angioplasty and stenting of left lower extremity distal bypass graft; iliac angioplasty; thrombectomy of the bypass graft; injection of tpa during the procedure. After the separation occurred, "the equipment was removed and there still wasn't blood flow to the leg. Another catheter was inserted and while additional clots were removed, so was the catheter tip." Resistance was noted during clot extraction and the resistance was attributed to "plaque"; the vessel was described as having soft clot, but the vessel was highly calcified with plaque. The failure occurred after multiple passes through the vasculature with the catheter. No product anomalies were noted during pre-use testing.

Manufacturer narrative:
The catheter is expected to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
One embolectomy catheter was returned without the packaging for evaluation. There was no balloon latex or windings on the catheter tip. Dried blood was observed inside the inflation holes at the tip of the catheter. The proximal windings, distal windings and the balloon latex were detached from the catheter tip. As per the IFU, this condition may occur when the pull force of 0.7 lbs on an inflated balloon has been exceeded. The balloon latex and both proximal and distal windings and the spring tip were returned; there was no missing components. The catheter body was found in good condition. A review of the manufacturing records indicated that the product met specifications upon release. The complaint was confirmed; however, there was no evidence of a manufacturing nonconformance found during the evaluation. As noted in the product IFU, the embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). Review of the available information suggests that clinical factors and device handling may have contributed to the event. No actions will be taken at this time.